Event description:
It was reported that the patient had neurostimulator trial for retention. The patient cannot pee, she was having to self-catheter herself. She had not peed at all by herself since the surgery. She was not getting any therapeutic benefit. The patient was not given any instruction from healthcare provider about making adjustment. The patient reported that the tape was coming off.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).